Event description:
It was reported the patient was getting an MRI for low back pain and ¿down leg.¿ it was stated the patient fell down steps in june and had been having issues since then. It was noted the patient had degenerative issues. It was stated the patient scheduled a catheter test to ¿make sure it wasn¿t kinked.¿ it was reported the patient had a refill last tuesday and was expecting 7 ml, but they got back 12 ml. It was stated that doctors were not willing to treat the patient because of the pump. The pump was used to deliver clonidine and morphine.

Event description:
Additional information received reported the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 10 and the erv was 7.4 milliliters (ml) at the refill on the date of this report. It was noted at the (B)(6) 2014 refill the arv was 7.5ml and the erv was 4.5ml. At the refill on (B)(6) 2014 everything was ¿fine.¿ the plan was to check the catheter. The patient was complaining of more increased pain in the lower back. The cause of the event, if there was a catheter issue, intervention taken to resolve the event, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8711, serial# (B)(4) implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient was not getting the same pain relief. Since the patient's new pump had been implanted with the same catheter, the patient had been having problems, and there were volume discrepancies at refills where they were expecting 3 to 4 ml, and they would get back 12 ml. The patient had a roller study which did not show any issues. The patient was also given "shots" by their hcp. A catheter study was performed where they were able to aspirate the catheter, and one hcp said there were two blockages in the catheter, and another hcp said there was not a blockage in the catheter. The patient was starting to have withdrawal symptoms, and was given oral medication to take every 6 hours. Before the 6 hour interval, she had the shakes and was sweating and soaking her clothing. The patient stated she knew what withdrawal felt like and she was going through withdrawal. The patient said that she went through withdrawal from oral medication in the past. The patient was "living in hell." The patient had a follow up appointment with the hcp approximately (B)(6) 2015. The patient had sleep apnea, asthma, and atrial fibrillation from before the pump was implanted; however, the patient stated that the pump issues were affecting her pre-existing medical conditions. The patient was redirected to their hcp, but the patient noted they did not intend to follow up with any hcp.